Event description:
Additional information was received from physician indicating the patient had no infection.

Event description:
It was reported that the patient had a slight infection in her neck near the electrode incision site shortly after initial vns implant surgery. Patient was given antibiotics and scheduled for follow-up with the surgeon.

Manufacturer narrative:
Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.